Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain of female"), embedded device ("essure device noted to break off into cornea of uterus and was unable to be fully removed.") And device breakage ("essure device noted to break off into cornea of uterus and was unable to be fully removed.") In a 44 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: complication of device removal ("essure device noted to break off into cornea of uterus and was unable to be fully removed." On (B)(6) 2022). The patient had a medical history of pregnant, amenorrhea, psoriasis, neck pain, menses irregular, intermenstrual bleeding, hemorrhage in pregnancy (hemorrhagic complication of pregnancy), costal chondritis, chronic sinusitis, tinnitus, anxiety, nephrolithiasis, gerd, hypertension, obesity, c-section, dysplasia, urinary tract infection, bladder pain, dysuria, pelviectasis, abdominal pain, pelvic discomfort, vaginal bleeding, menorrhagia, vomiting, bleeding nose, hypothyroidism, bleeding genital, bleeding menstrual heavy (heavy with clots for the first two cycles), endometrial ablation, parity 1, gravida ii and chronic pain. Previously administered products included: mirena, synthroid, theraflu alergia, maxide, hydrochlorothiazide;losartan, barhemsys and diphenhydramine hydrochloride. The patient had a family history of thyroid cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3587 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), embedded device (seriousness criterion medically important) and device breakage (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, embedded device and pelvic pain to be related to essure administration. The reporter commented: more than one related surgery-n her procedures were uncomplicated. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2020: there are findings which may represent essure coils. There are findings consistent with proximal to mid left ureteral calculus with left ureterectasis, periureteral edema and pelviectasis. [Pathology test] on (B)(6) 2022: endocervix, curettage: fragments of squamous and reactive endocervical mucosa. Negative for dysplasia. Cervix, 9 o'clock, biopsy: transitional zone cervical mucosa with no specific pathologic change. Negative for dysplasia. Cervix, 5 o'clock, biopsy: squamous mucosa with no specific pathologic change. Transitional zone not identified. Negative for dysplasia. Fallopian tubes, bilateral salpingectomy: two benign fallopian tubes with paratubal cysts. One single intratubal metal coil device. Negative for malignancy. Clinical history: desired sterility [ultrasound pelvis] on (B)(6) 2017: impression: redemonstrated endometrial mass, possibly an endometrial polyp, without significant change in size or appearance. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : event- "medical device removal updated to device breakage, complication of device removal and pelvic pain. Reporters information, medical history and surgical pathology reports added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain of female"), embedded device ("essure device noted to break off into cornea of uterus and was unable to be fully removed.") And device breakage ("essure device noted to break off into cornea of uterus and was unable to be fully removed.") In a 44 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: contraceptive device removal incomplete ("essure device noted to break off into cornea of uterus and was unable to be fully removed." On (B)(6) 2022). The patient had a medical history of pregnant, amenorrhea, psoriasis, neck pain, menses irregular, intermenstrual bleeding, hemorrhage in pregnancy (hemorrhagic complication of pregnancy), costal chondritis, chronic sinusitis, tinnitus, anxiety, nephrolithiasis, gerd, hypertension, obesity, c-section, dysplasia, urinary tract infection, bladder pain, dysuria, pelviectasis, abdominal pain, pelvic discomfort, vaginal bleeding, menorrhagia, vomiting, bleeding nose, hypothyroidism, bleeding genital, bleeding menstrual heavy (heavy with clots for the first two cycles), endometrial ablation, parity 1, gravida ii and chronic pain. Previously administered products included: mirena, synthroid, theraflu alergia, maxide, hydrochlorothiazide;losartan, barhemsys and diphenhydramine hydrochloride. The patient had a family history of thyroid cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3587 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), embedded device (seriousness criterion medically important) and device breakage (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered device breakage, embedded device and pelvic pain to be related to essure administration. The reporter commented: more than one related surgeryn her procedures were uncomplicated. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2020: there are findings which may represent essure coils. There are findings consistent with proximal to mid left ureteral calculus with left ureterectasis, periureteral edema and pelviectasis. [Pathology test] on (B)(6) 2022: endocervix, curettage: fragments of squamous and reactive endocervical mucosa. Negative for dysplasia. B. Cervix, 9 o'clock, biopsy: transitional zone cervical mucosa with no specific pathologic change. Negative for dysplasia. C. Cervix, 5 o'clock, biopsy: squamous mucosa with no specific pathologic change. Transitional zone not identified. Negative for dysplasia. D. Fallopian tubes, bilateral salpingectomy: two benign fallopian tubes with paratubal cysts. One single intratubal metal coil device. Negative for malignancy. Clinical history: desired sterility [ultrasound pelvis] on (B)(6) 2017: impression: redemonstrated endometrial mass, possibly an endometrial polyp, without significant change in size or appearance quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2857 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2857 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 01-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.